Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs. Inspected the o rings and grove stoppers for anomalies none were found. Performed bolus leak test by filling the reservoirs with diluent, connecting to new infusion sets, installing into a medtronic 7 series insulin pump, conclusion the reservoirs do not leak.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the reservoir was leaking at the o-rings. The customer confirmed that insulin was visible in the reservoir compartment. Blood glucose level at the time of the incident was 227 mg/dl. Customer also stated that the stopper was missing. The customer was advised that the reservoir would be replaced and agreed to return the device for analysis.